Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff disengagement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a cardiac ablation interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The ablation procedure was completed. Knot advancement with the suture of the first proglide device was successful; however, a suture break occurred with the suture of the second proglide device during knot advancement. A third proglide device was deployed. Hemostasis was achieved with the first pre-placed proglide suture and the suture of the third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.